Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 260 mg/dl. The customer was advised that it the issue may be a site/set problem. The customer was advised to change the entire infusion set and to monitor the device for any future issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.